Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic and low blood glucose test results. Pharmacist is calling on behalf of the customer. The customer is concerned with tests results from back to back blood tests of 188 and 21 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. Customer had told pharmacist he removed the test strips from the original container and placed them in a truetest vial due to truemetrix vial being too small. Unable to verify strip lot number. The meter memory was reviewed for previous test result history: (B)(6). Customer states that he run a blood test and got a low result of 21mg/dl fasting and then 188mg/dl fasting.